Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400606702. . The actual pump involved in the reported incident was not returned to b. Braun's carrollton, tx facility for evaluation. Due to no logs ( device history) nor physical samples we were not able to confirmed reported issue.

Event description:
As reported by the user facility: pump infiltrated, was reading a high pressure and did not alarm. 16 gauge IV: performing a routine scan of the pumps and noticed that one of the pumps was reading the highest pressure and not alarming. I checked the arm, and it was cold and white from the wrist up to the elbow and the hand was mottled and significantly swollen. Was infusomat space pump with u15 software.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(6). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.